Event description:
Customer reported two blood leaks on CT 190g dialyzers. The blood leaks occurred in 2001, use numbers 3 and 5. The blood leaks were noted by a blood leak alarm and confirmed by positive hemastix results. New dialyzers and bloodlines were set-up and the treatments continued without further incident. No pt injury or medical intervention was reported by the customer.